Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient failed to bolus and the bolus type was incorrectly programmed. The basal deliveries matched the total daily dose, the basal history matched the active basal program and all boluses were recorded as programmed. This complaint is being reported because the patient experienced hyperglycemia associated with user error.